Event description:
Importer ref. #: (B)(4). Manufacturer ref. #: 1914mcc1494.

Manufacturer narrative:
It was reported that the ventilator screen went blank. Our field service engineer confirmed an unit shut off in the device logs but was not able to reproduce the reported issue. After three days of simulated use test ventilation and successful functional tests the ventilator was returned to service. No part was replaced. Evaluation of received device logs confirms a single shutdown that was not preceded by a standby. There were clinical alarms a few hours before the event but no technical errors were raised. A shutdown without any entry in the technical log is considered to be a complete powering off of the ventilator using the on/off switch. This is considered as a normal shutdown and no other alarms are generated. The ventilator cannot shutdown by itself when the on/off switch is in the on position. The conclusion is that the shutdown occurred while the on/off switch was in the off position. The cause could be that an issue occurred with the panel user interface on/off switch or that the device was manually turned off by accident, but this cannot be confirmed. Two preventive measures consisting of a new toggle switch to prevent inadvertent switch off and monitoring of the on/off circuitry to detect an inaccurate on-off state like the delay in switching off were implemented in 2007. The ventilator in this report was manufactured before these measures.

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that the ventilator screen went blank during patient treatment. There was no patient harm. (B)(4).